Event description:
During the procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. Patient was asymp tomatic / free of symptoms at the 30 day, 6 month and 2.5 year follow up. The patient had stable angina at the 1 year, 1.5 year and 2 year follow up. It was reported that the patient suffered a gi bleed post the procedure (event date unknown). Investigator has indicated that event was not related to the study device.

Event description:
Gi bleed event date has been confirmed as (B)(6) 2012. It is reported that aspirin and clopidogrel were discontinued, and that the patient was discharged three days after the previously reported gi bleed.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (haemorrhage).